Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Medical device expiration date: 08/2025.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly broke. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, a complete circumferential break to the catheter proximal to the balloon leaving the inner guide-wire lumen exposed was noted. No kinks were noted to the catheter, no anomalies to the luers/y-body. No functional testing was performed due to the nature of the complaint. Three photos were provided and reviewed. The first photo showed the inflation and guidewire luers section of the vaccess catheter as well as the label of the device which matched with the information provided in trackwise. The second and third photos showed the balloon portion of the vaccess catheter. A complete circumferential break was seen proximal to the balloon with the inner guidewire lumen exposed. Therefore, the investigation is confirmed for the reported break as a complete circumferential break of the catheter with the inner guide-wire lumen exposed was seen both from the provided photos and the returned sample. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2025),

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly broke. There was no patient contact.